Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a sustained episode of ventricular tachycardia (vt) but no episode was stored. It was noted that a external shock was given. Technical services (ts) was consulted, performed a review of external strips, discussed the rhythm appeared monomorphic ventricular tachycardia, to which assuming appropriate sensing all beats would be in the shock zone and marked for tachycardia. Possible undersensing or noise being detected resulting in noise makers and no charging. Ts reviewed a x ray and noted the device may be in anterior position. A recent presenting electrogram (egm) showed appropriate sensing and good amplitudes. Ts recommended better x rays to assess placement and possible defibrillation threshold (dft) testing to confirm ability to detect and treat appropriately. It was noted that the device was reprogrammed to a lower therapy zone. This s-ICD system remains in service. No additional adverse patient effects were reported.